Manufacturer narrative:
Updated data:b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during daily check performed by clinical engineering, the cardiosave intra-aortic balloon pump (iabp) units catheter did not pump. After automatic filling, the balloon waveform becomes smaller at about 4 beats. There was no patient involvement.

Event description:
It was reported that during daily check performed by clinical engineering, the cardiosave intra-aortic balloon pump (iabp) units catheter did not pump. After automatic filling, the balloon waveform becomes smaller at about 4 beats.

Manufacturer narrative:
Due to character restrictions in address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: b5. A getinge field service engineer (fse) confirmed issue and to resolve replaced the compressor and then device was working fine.

Event description:
It was reported that during inspection before use, the cardiosave intra-aortic balloon pump (iabp) units catheter did not pump. After automatic filling, the balloon waveform becomes smaller at about 4 beats. There was no patient involvement.